Manufacturer narrative:
Additional information : the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of one-link standard bore catheter extension sets separated from the luer when removing the blue cap. This was noted before patient use. There was no patient involvement. No additional information is available.